Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the needle was clogged and unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle clog. According to the patient's report, the drug solution did not come out upon priming the needle.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the needle was clogged and unable to deliver medication. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle clog. According to the patient's report, the drug solution did not come out upon priming the needle

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 15-may-2022 h6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. A clog test was carried out on the returned sample as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified. See h10.